Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the reported material separation and treatment appear to be related to operational context. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Additional information was received: it was reported that the guide wire (gw) separated at the core and mild resistance was noted when removing the gw, but no force was applied. No additional information was provided.

Event description:
It was reported that the percutaneous coronary intervention (pci) procedure was to treat a lesion in the left anterior descending (lad) artery to the circumflex artery. The 014 ht versaturn guidewire (gw) was used in the procedure; however, the gw snapped [separated] and a portion of the the gw was left in the circumflex of the patient. A stent was deployed to embed the separated portion of the gw into the vessel. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.